Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited cross talk from atrium to ventricle. The chest x- ray was performed and the leads were indicated to be in the original position. Programming changes were made.